Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the reported missing sensor wire could not be determined. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018, there was a missing sensor wire. The sensor was inserted into the abdomen on (B)(6)2018. The complaint states the patient experienced a missing/detached sensor wire. Product was provided for investigation. Confirmation of the problem was not confirmed via product. The probable cause could not be determined via product. No additional event or patient information is available.